Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the cause of the motor stall was never determined. It was reported that the pump would be left implanted and the patient will be managed with oral medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine (3.0 mg/ml ) and bupivacaine (7.0 mg/ml) via an implantable pump for unknown indications for use. It was reported that the patient stated their pump stopped working and they were hospitalized for a week due to withdrawals. The pump was alarming every 20 minutes and it was loud. They needed a company representative (rep) to see them to turn the alarm off because the healthcare provider (hcp) would not do it. This started probably almost a month ago. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their hcp. The rep later called in to report that the hcp weaned the patient down to minimum rate. They read pump logs which showed a motor stall on (B)(6) 2021 at 12:21. The patient had no magnetic resonance imaging (MRI) or electromagnetic interference. On (B)(6) 2021 at 10:34 the audible alarm was silenced and on (B)(6) 2021 at 12:21 another alarm was displayed for the stop pump duration exceeded 48 hours. The rep wanted to silence the current active alarm; technical services walked them through steps to silence the alarm.